Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2:reference MFR report#1627487-2016-05059.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05059. It was reported the scs system was ineffective at relieving the patients' pain. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted and replaced with a new drg system. Effective coverage was obtained postoperatively thus resolving the issue.